Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 554 mg/dl. The cause of the high bg was unknown. A bolus was delivered to address bg level. In addition, it was reported that it took more insulin than expected to fill the infusion set tubing. Customer changed the infusions et tubing to resolve the issue.

Manufacturer narrative:
Device not returned.